Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. M

Event description:
Customer reported via phone call that insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown at the time of incident. Customer was able to clear alarm and able to complete rewind. Displacement test was performed and it was failed. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.